Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. Pump trace download analysis confirmed the pump alarmed power error detected and low battery alert. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error detected and low battery alert, problem isolated to electronic assemblies. Unit received with scratched case, pillowing keypad overlay and faded serial number label. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that customer was not reachable. Insulin pump was not returning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.